Manufacturer narrative:
Neither the device lot number nor the date of occurence were provided for a specific investigation. The sample was not returned for further testing, no additional information such as medical history was given and therefore unable to perform a specific investigation. A review of complaint trends reveal that all of the determine combo lots are performing according to label claims. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device is performing within labeled claims.

Event description:
A (B)(6) result was reported with the alere determine hiv 1/2 ag/ab combo using an unknown sample type. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4). ((B)(6)).